Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned sample found the device was broken in three pieces. There was no evidence provided of any fragment remained at patient body, therefore, this condition cannot be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces during use, which was likely influenced by the hardness of bone, as indicated in the event description. Surgical technique se_824700 rev. Ae was reviewed and the following relevant statement was found at page 16: notes: use the rod pusher to help retain the reaming rod during reamer extraction. Take into consideration the indication for overreaming, patient anatomy, bone density, and the dimensions of the proposed nail. Additional reaming may be necessary to overcome patient anatomy in case 2 mm is not enough. If nail doesn¿t advance while hammering, overream to make sure taper of nail will sit correctly. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the synream reaming rod ã¸2.5 short l950 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to a component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part # 352.032. Lot # 359996. Manufacturing site: (B)(4). Release to warehouse date: 23.aug.2023. Expiration date: n/a. Supplier: hipp medical ag. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the guide was used to ream a patient's femur prior to placement of a centromedullary nail. The multiple-use guide showed areas of torsion. As soon as reaming began, the surgeon felt resistance at the entrance to the femoral shaft, which he attributed to bone hardness due to the patient's age. After a scopic check, the surgeon observed that the guide had broken into the bone (trochanter). An unsuccessful extraction attempt forced the surgeon to halt the planned surgery and reschedule a more invasive procedure three (3) days later. The guide tip was finally removed during the new operation. This report involves one (1) synream reaming rod 2.5 short l950. This is report 1 of 1 for (B)(4).